Event description:
The advocate stated his son received a blood glucose reading of 380 mg/dl on the contour next link. He was treated accordingly. Specific information regarding treatment was not provided. Afterwards, the patient began to feel nauseated. His blood glucose was tested again on the meter and the reading was 44 mg/dl. He was treated with 15 oz of juice and some milk. The advocate was advised to return the strips for evaluation. New strips and meter were sent to the customer.